Event description:
It was reported that during a da vinci assisted surgical procedure, slippage of the fenestrated bipolar forceps instrument's tip was observed. No fragment fell into the patient. The procedure was completed but the device was not used on the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the staff identified the slippage of the instrument tip after it had been introduced through the cannula, although the instrument had been inspected at the beginning of the procedure and no defects were observed at that time. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.